Manufacturer narrative:
Customer returned pump for an alleged blank display, unexpected battery power loss, exposure to moisture and was hospitalized for low bgs found on (B)(6) 2024 (per ss event date). Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify unexpected battery power loss and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. In further full review of the pump history/traces on the ss event date of 22-jun-2024, there is no unexpected alarms/suspends. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 22-jun-2024 in the formatted history file. Sensor error alert (801) was found on: (B)(6)2024 04:16:07.000 (B)(6)2024 04:46:15.000 (B)(6)2024 04:56:00.000 unable to test for sensor error alert due to critical pump error (open book image) alarm. Sensor error alert was unknown. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to test for unexpected battery power loss due to critical pump error (open book image) alarm. Unexpected battery power loss was unknown. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm and pump error 35 alarm were confirmed in the detailed trace file on (B)(6) 2024 at 11:46:49 am. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly. Corrosion was also found on the battery tube assembly noted. The pump was received with the original battery cap with a broken 2 heat stake post.the pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Unable to verify customer alleged for low bgs. Blank display was not confirmed. However, unable to verify unexpected battery power loss, perform the required testing, upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was found on the motor and vibrator assembly. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per follow-up notes, pump stopped working after being exposed to water. There was fluid in the battery compartment, not under the lcd. Customer did not shake the pump to see if they could hear the fluid. Customer was not able to use the pump. While off the pump, customer reported having a low blood glucose of 30mg/dl and losing consciousness. Customer stayed in the hospital for one night to treat the low. Pump would not turn on at the time of the call. Troubleshooting was done for the fluid exposure but not for the low. Pump had been used within 48 hours of the low and auto mode was used. Customer will discontinue the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was exposed to water and pump was not turning on. Customer reported there was fluid in the battery compartment. Customer stated o-ring was in place. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia treated with hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No further patient complications were reported. Mmt-1780kpk was requested and customer response was the device will be returned.